Event description:
Hill-rom received a report from the account stating the bed exit would not alarm. The bed was located at the account in the basement. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit working correctly and could not replicate the problem. No problems found. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2010 and 2012-2013. It is unk if the facility performed any other preventative maintenance on their beds. Based on this info, no further action is required.